Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump battery would not charge. Customer's blood glucose level ranged between 183-474 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.